Event description:
It was reported the procedure was to treat a heavily calcified and moderately tortuous lesion in the right coronary artery. The 3.50x15mm xience alpine stent was implanted; however the patient experienced angina therefore angio was performed and a stent strut was noted to be fractured. Another 3.0x12mm xience alpine stent was implanted to cover the fractured stent. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of angina is listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use as a known patient effect of coronary stenting procedures. Based on the information provided, a definitive cause for the reported issue could not be determined. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.